Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's girlfriend reported that the patient had a rash under the front left therapy electrode pad. She reported that the rash was oozing and smelly. The patient was reported to be using a medication previously prescribed for the rash by his doctor. During a follow up the girlfriend reported that the rash was improving. There was no alleged device malfunction.